Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the lead 1- wire and 2-wire were broken causing the electrode belt ECG "c" and "d" cable to fail. The root cause for broken cable was physical abuse. No adverse events occurred from the damaged electrode belt.